Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. It was attempted to adjust the ICD sensibility, but it conflicted with other programmed setting. Therefore, no intervention was performed, and the patient would continue to be monitored. Patient condition was stable.

Event description:
New information received notes there was continued post-paced t-wave oversensing. No changes were reported. The patient was stable.